Event description:
It was reported that there was an alarm tripped and a remote transmission generated for high superior vena cava (svc) lead impedance. Upon interrogation, a unstable hv lead impedance was seen for both svc and right ventricular (rv) coils. It was noted that during lead testing different measurements were obtained every time. The impedance also changed a lot with position, high when the patient stood up but low when laying down. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. F(B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, there was lead impedance out of range alert, and the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. An out of tolerance (oot) subthreshold lead impedance alert was recorded on (B)(6) 2013. Max defibrillation active can impedance rises from an approximately baseline of 50 ohm to greater than 100 ohm the week ending (B)(6) 2013 max svc impedance rises from an approximately baseline of 65 ohm to 254 ohm the week ending (B)(6) 2013.

Event description:
It was reported that there was an alarm tripped and a remote transmission generated for high superior vena cava (svc) lead impedance. Upon interrogation, a unstable hv lead impedance was seen for both svc and right ventricular (rv) coils. It was noted that during lead testing different measurements were obtained every time. The impedance also changed a lot with position, high when the patient stood up but low when laying down. The lead was cut below the trifurcation, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.